Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, vaginal vault suspension, rectocele, and repair.

Manufacturer narrative:
Date sent to FDA: 04/20/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in 2007 and mesh was implanted concurrently with enterocele and posterior repair; due to stress urinary incontinence, vaginal relaxation, rectocele, cystocele, and enterocele. The patient underwent a mesh procedure on (B)(6) 2007. It was also reported that on (B)(6) 2012 the patient underwent a vaginal sling urethrolysis, excision of anterior vaginal wall mesh, anterior colporrhaphy, posterior colporrhaphy and cystoscopy for diagnosis of mechanical complications of anterior vaginal wall mesh, obstructed voiding due to cephalad displacement of the previous monarc sling mesh , mesh erosion from an anterior vaginal wall prolift, recurrent cystocele and recurrent rectocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted concurrently with concurrently with cystoscopy, vaginal vault suspension, rectocele, and repair to treat stress urinary incontinence, vaginal vault prolapse, rectocele and cystocele. The patient experienced pain, erosion of her internal bodily tissue, other injuries, infection, extrusion, recurrence, bleeding, dyspareunia, organ perforation and urinary, bowel and neuromuscular problems following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided. The patient was seen on (B)(6) 2010 with continued pain, bladder pain and dysuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08451. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat vaginal vault prolapse, rectocele and cystocele and mesh was implanted. It was also reported that post implantation, the patient experienced pain, erosion, infection, extrusion, recurrence, bleeding, dyspareunia, organ perforation and urinary, bowel and neuromuscular problems. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-08451. The same patient is represented in each medwatch.